Event description:
It was reported that pump experienced malfunction alarm with malf 16 code, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that pump was part of field correction, provided reset instructions, assisted caller with resetting pump, verified that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which caller acknowledged and understood.